Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the dental implant located in unknown position failed because it was fractured in the neck, the doctor indicates in the per that the procedure was not yet concluded with the placement of other implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two osseotite implant 3.75 x 10mm (oss310), and one osseotite implant 3.75 x 13mm (oss313) were returned for investigation. Visual evaluation of the as returned implants identified signs of use, apparent bone attached to external threads. The implants were fractured at the collar region. Functional testing could not be performed since the products were fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #unk for approximately 2 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (2020021720, 2019011588, and 2019031346) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020021720, 2019011588, and 2019031346) for similar events and one other complaint was identified (B)(4). Investigation has yet to be completed and results are not available at this time. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.